Manufacturer narrative:
This supplemental report is being submitted to provide the device additional evaluation result. Olympus (B)(4) sent the subject device to olympus (B)(4) for deeper investigation. (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microorganism was detected from samples taken from the air / water channel and instrument channel of the subject device. Olympus obtained information on reprocessing procedure in the user facility, which is being reviewed. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the device additional informations. Olympus confirmed the information on reprocessing procedure in the user facility, and found the following. There were no deviations from the instruction manual in the user facility reprocessing procedure. The user facility reprocessed the device using a non-olympus automated endoscope reprocessor (adapta scope paa).

Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in the microbiological test of two times by the user facilities, germs were detected from samples taken from the device as follows. There was no report of infection associated with this report. <1st time> -inside of forceps elevator and on the lens: pseudomonas aeruginosa(440 cfu), stenotrophomonas maltophilia(25 cfu) -inside of channel: pseudomonas aeruginosa(115 cfu), stenotrophomonas maltophilia(20 cfu) <2nd time> -inside of forceps elevator and on the lens: pseudomonas aeruginosa(105 cfu), citrobacter freundii(125 cfu), stenotrophomonas maltophilia(20 cfu) -inside of channel: pseudomonas aeruginosa(90 cfu), stenotrophomonas maltophilia(120 cfu).